Event description:
I ran a diabetic/seizure call this morning on medic 76. A glucometer reading was obtained and gave us a reading of 126 mg/dl. Upon arrival at (B)(6) another bgl was obtained by hospital staff and their glucometer gave them a reading of lo. We immediately tested the glucometer once we got back to the station and it failed. Our glucometer test strip range is between 107-147 mg/dl and we obtained a reading of 163 mg/dl. Attached is the damage equipment form and the glucometer was sent to ems. FDA safety report ID# (B)(4).